Event description:
It was observed during the device inspection, that the video system center exhibited broken connectors. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: because output socket is worn out, the scope cannot be detached; because video connector socket is worn out, the camera head cannot be connected securely; and because battery is weak, the date and time settings reset when turning on the power. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, e2, e3, g3 (health professional and user facility should be unmarked), h6.2 (2199 should be removed). Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the device could not be connected or recognized because the video connector socket was worn out. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.